Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3998, lot # la3064, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type lead.

Event description:
The consumer reported via the manufacturer representative that they were getting intermittent stimulation and it was not as good as it once was. The healthcare professional stated that the lead had moved. The impedances were checked and were all within limits and an x-ray done by the implanting physician showed the lead to be midline. It was decided that the lead would be revised and it was unknown if the issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.